Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor was implanted to a (B)(6)-year-old patient on (B)(6) 2020 and on (B)(6) 2020 it stopped functioning when a kink was placed in the wire. A second wire was required and the microsensor was explanted on (B)(6) 2020.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h4, h10. UDI: (B)(4). UDI: (B)(4). The microsensor was returned for evaluation. Failure analysis - the issue of the complaint has been confirmed. Catheter cut into, wires exposed, case and sensor missing. Catheter material stretched 40 cm from connector. No testing possible. The root cause could be determined as a mishandling of the catheter.

Event description:
N/a.